Manufacturer narrative:
Product ID: 8709, lot# j0039985r, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
It was reported that in 2009 the physician could not extract the drug and was talking about explant. Reportedly, a company representative came and deemed the pump safe. It was not known what medication the device system delivered at the time of the event. Additional information has been requested, but was not available as of the date of this report.